Event description:
A customer observed negatively biases amon qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that calibration responses and parameters were a typical compared to expected values. No other assays are reported to be affected. Results of a precision test were acceptable. The customer declined to run an incubator fill test for amon contamination. The customer recalibrated using a new calibrator kit and slide lot, and post-calibration qc was acceptable. While recalibration resolved the issue, the root cause of the poor calibration was not determined.